Event description:
Per the customer they fell when using the walker and broke their wrist.

Manufacturer narrative:
Per the customer they fell when using the walker and broke their wrist. No additional information is available at this time. A sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.